Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown on the implant patient suffered from periimplantitis followng bone loss and implant instability report was re-submitted because the submission protocol identified an error during submission. Initial report was done 01/26/2021 final report was done (B)(6) 2021 with this report. This report is a corrected initial and final combination report.

Event description:
Implant fracture.